Manufacturer narrative:
Internal complaint # trackwise # (B)(4). Autonumber # (B)(4). A lot history record review was completed for the reported product lot number. There were no ncmr¿s for the reported lot number. The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure using vasoview hemopro 2. They noticed a reflection in the leg that looked like this small tiny clear plastic circle smaller than .5mm. Hospital was able to retrieve the tiny plastic object and put it in a sampling lab jar to return for evaluation. Speaking with hospital following the case nothing seemed to be missing from the kit or device that they were aware. They were able to do the case successfully and did not open another kit. The hospital did not report any patient effects.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure using vasoview hemopro 2. They noticed a reflection in the leg that looked like this small tiny clear plastic circle smaller than .5mm. Hospital was able to retrieve the tiny plastic object and put it in a sampling lab jar to return for evaluation. Speaking with hospital following the case nothing seemed to be missing from the kit or device that they were aware. They were able to do the case successfully and did not open another kit. The hospital did not report any patient effects.

Manufacturer narrative:
(B)(4). A photographic inspection was conducted based on the pictures submitted by the client. The pictures show a small piece of round transparent item placed on top of a ruler showing its diameter to be approximately 1/3 cm. The device and the round piece item were returned to the factory for evaluation. Signs of clinical use with evidence of blood on the tool toggle switch and charred tissues on the tool jaws. A piece of round plastic about 1/3 cm in diameter, 1 mm thick was returned with the device. It was evenly round and transparent. The piece was contained in a plastic specimen container. Microscopic inspection showed the heater wire on the hot jaw was slightly flexed but remained attached to the jaw. The silicone insulation appeared intact without signs of cracks nor delamination. An evaluation on the round piece of plastic was conducted by the engineers. They have recommended the piece to be sent to the supplier of the endoscope. The piece of plastic foreign material was sent to the supplier on aug 23, 2018 for evaluation. Based on the analysis conducted by the supplier, the small piece of round plastic was very likely a distal plane glass from the endoscope lens. The supplier report was received by the factory on (B)(6) 2018 via email. To address this issue, a CAPA was initiated by the supplier scholly (supplier of endoscope) with number: (B)(4). To enhance the investigation process, the client agreed to return 7 used endoscopes for inspection. It was observed that all the 7 scopes were intact and no component was missing. However, it was observed that one scope's label indicates manufacture date way back in 2009. This indicates prolonged use of the device and repeated sterilizations which may have worn out device components using adhesive materials. The shop floor paperwork was reviewed for the hemopro 2 evh system. All the test results meet the specifications and requirements. There were no non-conformities observed. The endoscope is a reusable OEM device; therefore, a lot history review was not applicable. A lot/serial number was not provided and the specific endoscope used during the reported event and its serial number cannot be identified by the client, much less from a ship history, therefore it is impossible to obtain a certificate of conformance. Based on the results of the investigation and the analysis reported by the supplier of the endoscope, the reported failure ¿detachment of device or device component¿ was confirmed. Both analyzed failures ¿detachment of device or device component, lenses¿ and "material twisted/bent" were also confirmed. Specific actions for the analyzed failure "material twisted/bent" are being maintained and documented under maquet¿s failure investigation report (fir) system.